Event description:
The event is reported as: the stapler did not close and fell out. Not functioning properly. No pt injury reported.

Manufacturer narrative:
Device has been returned to MFR but investigation is not completed at time of this report. A follow-up eval will be sent when completed.